Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 8. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced eight insulin flow blockage issues due to a bent cannulas on (B)(6) 2026. The insertion site was the abdomen. The blood glucose levels of 300 to 400 mg/dl were repeatedly observed, and the patient was treated with a correction bolus. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.